Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to perforate the inferior vena cava (ivc) wall and the duodenum. The patient reported becoming aware of perforation of filter strut(s) into organs, approximately sixteen years post implant. The patient also reported lower back pain, vertigo, anxiety, and stomach viruses related to the filter. According to the medical records the patient had a history of fatigue, obesity, type 2 diabetes, osteoarthritis, ulcerative colitis, carpal tunnel surgery, c-section, ankle fracture and breast reduction surgery. The indication for filter placement was as a prophylactic prior to bariatric procedure. The filter was implanted via the right common femoral vein and deployed with the top of the filter at the mid l2 vertebral body. The patient tolerated the procedure well and was discharged in stable condition. Approximately sixteen years post implant an abdominal computed tomography (CT) scan was done to evaluate the filter. The report noted the filter is straight, in parallel alignment with the ivc, and the filter is well positioned below the renal veins. The anterior 12 o'clock strut demonstrates a clear fat plane with the anterior wall of the ivc contacting the posterior wall of the duodenum. The remaining struts tent the ivc wall without clear fat plane. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. Lower back pain, vertigo, anxiety, and stomach viruses do not represent a device malfunction and may be related to underlying patient specific issues, comorbidities and/or environmental factors. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of fatigue, obesity, type 2 diabetes, osteoarthritis, ulcerative colitis, carpal tunnel surgery, c-section, ankle fracture and breast reduction procedure. The indication for filter placement was as a prophylactic prior to bariatric procedure. The filter was implanted via the patient's right common femoral vein. The top of the filter was laced at the mid l2 vertebral body. The patient tolerated the procedure well and was discharged in stable condition. Sixteen years after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. The images revealed: the filter is straight, in parallel alignment with the ivc, and the filter is well positioned below the renal veins. The anterior 12 o'clock strut demonstrates a clear fat plane with the anterior wall of the ivc contacting the posterior wall of the duodenum. The remaining struts tent the ivc wall without clear fat plane. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) into organs. The patient became aware of the reported event sixteen years after the index procedure. The patient reported that they have also experienced lower back pain, vertigo, anxiety, mental anguish and stomach viruses related to the filter.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, specific evidence that the filter perforates the inferior vena cava (ivc) wall and the duodenum. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿inferior vena cava perforation and perforation of organ¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, possible long-term complications associated with filter implantation include, but are not limited to filter perforation of the vena cava wall. Additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without images available for review the reported perforation could not be confirmed or further clarified. Since no lot number was provided a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to specific evidence that the filter perforates the inferior vena cava (ivc) wall and the duodenum. As a direct and proximate result of these malfunctions, the patient has suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.